Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided (normal range provided was 136 to 145 mmol/l): sid (B)(6) initial result = 120.31 mmol/l, repeat = 136.64 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. The field service representative inspected the instrument and performed multiple troubleshooting steps including replacement of the ict module, the ict module cable, and the ict probe. A definitive cause could not be determined therefore the likely cause stayed on the alinity c ict sample diluent. A review of tracking and trending for the alinity c ict sample diluent did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent was identified. Section g1 contact office country was updated from ire to irl.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one sample. The following data was provided (normal range provided was 136 to 145 mmol/l): sid (B)(6) initial result = 120.31 mmol/l, repeat = 136.64 mmol/l. No impact to patient management was reported.